Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported pvl and heart block could not be conclusively determined. The reported hospitalization and surgical and unexpected medical intervention were results of case-specific circumstances as the patient was hospitalized for monitoring, a post-balloon valvuloplasty was performed to address the pvl, and a permanent pacemaker was implanted to treat the heart block. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, a pacing was provided to suppress premature ventricular contractions. The navitor valve was successfully implanted at a depth of 6mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). A mild perivalvular leak was noted after the procedure and a post-implant balloon valvuloplasty was performed. Post procedure, but prior to discharge from hospital, a third-degree atrioventricular block (av block iii) was noted. On (B)(6) 2024, a permanent pacemaker was implanted. The patient required prolonged hospitalization. The patient was reported discharged and in the rehabilitation period.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.